Event description:
It was reported that the helix did not extend after removal from sterile packaging. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).